Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "while using a long k - wire for a gamma nail, the tip broke off from the wire and lodged in the pt. No attempt was made to retrieve it (lodged in femoral head).